Event description:
During right ankle orif, dr. (B)(6) was inserting paragon screw 2.5 mm x 40 mm. While turning the screw the head had broken off. Md was able to retrieve the head and decided to leave the remaining screw in. It would cause more damage than good to remove the broken screw.